Event description:
The report states two iabs were used on one patient. Neither balloon fully inflated when attempted. Both iabs were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2024-00011

Manufacturer narrative:
(B)(4).

Event description:
The report states two iabs were used on one patient. Neither balloon fully inflated when attempted. Both iabs were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2024-00011.

Manufacturer narrative:
Qn#(B)(4) see associated mdrs #3010532612-2024-00011 and #3010532612-2024-00087 additional information received on 22 jan 2024 states that the patient has died on (B)(6) 2023. The reported cause of death is large pericardial effusion, consistent with acute hemopericardium secondary to myocardial rupture. The patient's hospital course details a late presenting mi, pci, iabp, cardiogenic shock, code, death. There was no document past medical history prior to this hospitalization. The customer has stated there is no further information available on this event. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. Upon return, the teflon sheath was noted on the iabc bladder membrane at approximately 13.6cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The iabc bladder was noted partially withdrawn through the sheath; the visible portion of the bladder was fully unwrapped. Buckling to the teflon sheath extrusion was noted approximately 23cm to 28.5cm from the iab distal tip. The one-way valve was tethered and connected to the short driveline. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. Bends to the iabc were noted at approximately 19.1cm, 39.5cm and 57cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photo submitted was reviewed; the photo shows the serial number of the iabc which matches the serial number reported on the complaint report and returned iabc. The teflon sheath was noted to be on the iabc bladder membrane and buckling was noted to the sheath extrusion, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0069in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with little force. Upon removal of the teflon sheath, no visual damage or abnormalities were noted to the bladder. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 5.5cm and 19.6cm from the luer. Then the guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. Blood clot exited. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. A customer in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR) , the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a corrected data: n/a.